Event description:
Per the pt, cadd legacy pump sn (B)(4) is showing a high volume message. The pump beeps, stops and restarts. No interruption in her dose. Replacement being sent out. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 60ng/kg/min, frequency: continuously, route: intravenously. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.